Event description:
Imprecision of troponin 1 qc results on the vitros eci system. No biased results were reported. Biased results of the direction and magnitude oberved may lead to inappropriate physician action. There was no report of patient harm as the result of this event.